Event description:
It was further reported that there were low voltage r waves. The right ventricular (rv) lead sensing was reprogrammed from bipolar rv tip to rv coil. The lead remains in use per medical judgement.

Event description:
It was reported that there were low r-waves. The lead polarity was reprogrammed. It was noted that the patient was part of the systems longevity study. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.